Event description:
It was reported that cartridge alarm 30 occurred and caller did not provide information about impact to blood glucose levels. There was no reported adverse impact to the customer¿s blood glucose level. Technical support confirmed issue had occurred previously with same pump and advised user to call again if alarm reoccurred, and no additional actions were reported.